Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Product code: 352.040, lot number: 2535254, manufacturing site: (B)(4), release to warehouse date: 07. Dec. 2009. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 during an unknown procedure to repair fractured right femur, the reamer head broke inside the right proximal femur of the patient. The flexible reamer shaft was also bent during the procedure. A set of zimmer reamers was opened and reaming was completed. Fragments of the reamer head remained in the canal of the right proximal femur and additional x-rays were conducted to try and retrieve the fragments. The procedure was successfully completed with a ten minutes surgical delay. Patient outcome is good. This report is for one (1) 5.0mm flexible shaft. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. G1: physical manufacturer.